Event description:
A stryker psl acetabular shell along with a bone screw, x3 poly liner and ceramic 36 mm femoral head were explanted during a hip revision. The surgeon implanted a new ceramic biolox universal femoral head along with a universal sleeve onto the existing accolade stem. Surgeon used other company implants for the cup screws and liner. The competitive implants were manufactured by djo.

Manufacturer narrative:
An event regarding pain involving a trident psl ha cluster 50mm was reported. The event was not confirmed. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: indicated there have not been any other events for the lot referenced. Conclusions: the exact cause of the reported pain could not be determined because no medical records and/or devices were received. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. Device information for referenced in initial emdr report ¿accolade tmzf size 3 127; cat# unknown lot# unknown¿: description: accolade plus tmzf hip stem #3; cat# 6021-0335; lot# 44520404.

Event description:
Update: per first request response email dated 17-jul-2014, patient was revised due to hip pain.

Manufacturer narrative:
The following other devices were also listed in this report: trident 10° x3 insert 36mm ID; cat# 623-10-36e; cat# mmp0lp; 6.5 cancellous bone screw 20mm; cat# 2030-6520-1; lot# mmm2m2; accolade tmzf size 3 127; cat# unknown lot# unknown; delta v-40 ceramic head 36/0; cat# 6570-0-136; lot# 45975301. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital and surgeon policy. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.